Event description:
On (B) (6) 2010 the pt's mother reported that for the past 3 days the pt has had elevated blood glucose readings up to 563 mg/dl with her normal reading being 150 mg/dl. Symptoms are irritation, thirst and frequent urination. The mother said the pt's insulin infusion device has displayed e4 (occlusion) errors over the last 3 days. She said the pt received an e4 this morning and when she changed her infusion headset, she noticed insulin leaking at the site location beneath the adhesives. The mother stated the pt has a lot of scar tissue in the abdomen area, but is not comfortable using other areas. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.